Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that vat called to replace PICC line that patient had removed. PICC supplies were gathered, consent was obtained, and PICC procedure was performed. Upon insertion of the PICC line and flushing it with 10ml syringes, rn noticed a pin hole leak where the purple hub meets the lavender line. After confirming the line was defective an over-the-wire exchange was performed with a new PICC line obtained by the seconding rn. The exchange occurred without incident and the over-the-wire PICC line was confirmed to have no defects/issues and functioned properly.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed little use residues throughout the returned catheter. A functional test of infusing water into each lumen using a 12 ml syringe revealed a leak in the red lumen at the catheter/molded joint interface. The white lumen and the gray lumen were observed to be patent to infusion. A microscopic observation revealed a small hole-shaped split at the molded joint/catheter interface. Excess catheter material was observed to be bunched around the edges of the split. The fracture surface appeared smooth with sharp fracture edges. The split fracture surface characteristics were observed to be indicative of damage caused by contact with a instrument such as forceps, hemostats, or other sharp objects. The complaint of a leak in the catheter is confirmed and was determined to be related to the use of the product. This complaint will be recorded for future trending and monitoring purposes.